Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) found the mounting screw on the b/f wash probe 2 broken. The fse removed the broken screw and replaced it. The fse then proceeded to align the b/f wash probe 2 and cleaned and dried drain sensor. The fse ran quality controls with passing results. No further action was required. The aia-900 instrument was performing within specifications. The aia-900, serial number (B)(4), was installed at the account on (B)(6) 2017; complaint and service history review for similar complaints was performed from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar events identified during the searched period. The aia-900 operator's manual under section 11, maintenance, provides step-by-step instructions on proper b/f wash probe maintenance. The most probable cause of the reported event was due to a broken mounting screw on the b/f wash probe 2.

Event description:
On (B)(6) 2018 a customer reported that the b/f wash probe screw was broken in half on the aia-900 instrument. The customer reported that the b/f wash probe was leaking, but not able to remove or tightened the broken screw on the b/f wash probe. The customer requested service in order to investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for, luteinizing hormone (lh ii), estradiol (e2), follicle stimulating hormone (fsh), estradiol (e2), and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The aia-900, serial number (B)(4), was installed at the account on 01-may-2017; complaint and service history review for similar complaints was performed from 01-may-2017 through aware date 17-jan-2018. There were no similar events identified during the searched period.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The aia-900, serial number (B)(4), was installed at the account on 10may2017.